Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 445 mg/dl at the time of the incident and was treated manually with insulin. The customer stated that they did not have any spare sets. It was reported that the tuning connector was detached. It was reported that the insulin pump was not dropped with the set connected to their body. The customer did not feel okay for troubleshooting. The insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.